Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for return of navigated axiem pointer. Pointer was discarded and will not be returned to manufacturer for analysis.

Event description:
A site nurse reported that, while in a cranial resection procedure, their navigation system unexpectedly became unresponsive after the surgeon was moving back and forth through the software. The surgeon stated the axiem pointer was tracking intermittently and needed to be switched out. The pointer was switched out and still was intermittently tracking. The software became unresponsive at this point but after re-starting the system tracking was fine. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.